Manufacturer narrative:
The insulin pump had cracked case at display window corner, minor scratched display window, missing reservoir tube o-ring, reservoir tube lip almost completely broken off and test reservoir will not lock/click in place. (B)(4).

Event description:
The customer's father reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that a piece of the reservoir compartment was missing. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.